Event description:
It was reported that the customer's pump screen was dark and would not turn on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown, only displaying as "high." The customer took corrective action by receiving a correction injection via mdi and required assistance from her brother, who provided insulin. There was no injury reported, and it is unknown whether the customer had ketones, as no test was conducted. The caller did not have the pump available and planned to follow up when possible.